Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after completion of the laser portion of the laser assisted cataract procedure and while trying to remove the sub incisional cortex, the surgeon noticed a rupture in the posterior capsule had occurred. The surgeon performed a vitrectomy. The surgeon noted the angle separation of the irrigation/aspiration tip could have potentially caught the capsule however, the patient had a very damaged and scarred cornea prior to the surgery. The surgeon opted to create a scleral tunnel. With all of these factors, the surgeon is unclear of the exact cause of the event due to poor visibility. Additional information requested.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).